Manufacturer narrative:
The event occurred in (b)(5).

Event description:
Caller tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.